Manufacturer narrative:
The referenced asset generator was returned to the service center for evaluation. A device history records review for the generator did not indicated any non-conformities encountered during the manufacture of the generator that might explain the failure observed. Based upon evaluation, the generator was inspected/tested and passed performance test with no problem found. All output power are within standard specification. The unit passed rf earthleakage, electrical safety and final test. The current software is (B)(4). There were no errors in the fault log. A definitive root cause could not be determined. The reported failure may be attributable to a faulty or incompatible handpiece. No accessories were returned along with the generator.

Event description:
The service center was informed that during receipt inspection, the asset generator powered on but was unable to be used as there was no output at all. There was no patient involvement reported.